Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted that the impedance was chronically low and the impedance alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.